Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor was not able to get any green lights on the telemetry portion during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to a medical doctor (md) for follow up in-clinic to help rule out any potential implanted device questions. The patient was also instructed to change batteries in the monitor. The monitor remains in use. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.